Manufacturer narrative:
The user reported that the switch caught fire and was smoking and sparking until it was unplugged. Upon investigation, we found that the cord had been severed by an external source. Upon further investigation, we found: cord out: no burns, switch ok, pad bunched, bent/broken lead, thermostat discoloration. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer stated the switch caught fire, and it was smoking and sparking until it was unplugged.